Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient and related to this event gore excluder aaa endoprosthesis contralateral leg component (pxc201400/lot# 04185709).

Event description:
In 2006, this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component to treat an abdominal aortic aneurysm. The physician states, that the post-operative computed tomography showed that the ipsilateral leg was invaginated. There were no adverse events associated with the event. Also, during this procedure, the contralateral leg was deployed too high resulting, in a type I endoleak. A reintervention took place two days later, to place a second contralateral leg. The endoleak was resolved and the patient is doing well.